Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to touch contamination. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported). At the time of this report, the patient outcome and action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.